Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09492. It was reported that no flow occurred and the patient died. The target lesion was located in the left anterior descending (lad) artery. After an intravascular ultrasound (ivus) was performed using an opticross¿ imaging catheter, a 32 x 2.75 and a 28 x 3.00 promus premier¿ drug-eluting stents were selected and successfully deployed. As the procedure was completed, it was noted that no flow of the lad occurred. The patient was transfer to another hospital and the patient died. Extracorporeal membrane oxygenation was performed. The patient was transferred to another hospital and it was noted that the patient died.